Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch verio iq meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during ¿(B)(6)¿ (unknown year). The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 hour after the issue occurred she developed symptoms of ¿dizzy and nausea.¿ the patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The cca confirmed the battery did not need to be recharged. When the cca educated the patient on the auto shut off function, the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s alleged symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.